Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4), has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd acquisition wingset device, the customer experienced blood splatter upon device retraction. The following information was provided by the initial reporter. The customer stated: new epicardial devices not at all practical, not hygienic, even dangerous, risk of exposure to blood ++ for the caregivers and the patient and his environment, because at each automatic retraction of the needle, blood squirts everywhere.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced blood splatter upon device retraction. D.4 medical device catalog #: 368686. D.4. Medical device lot #: 1035557. D.3. Medical device manufacturer: becton dickinson& co. ¿ (B)(4). D.4. Medical device expiration date: 2023-01-31. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson& co. ¿ (B)(4). H.4. Device manufacture date: 2021-02-04. H.6. Investigation summary: bd received 2 samples from the customer in support of this complaint. The customer samples were subjected to functional testing and the issue of splatter was not observed. Additionally, 10 retain samples were subjected to a draw test to perform a visual for splatter. The samples passed the test with no defects observed. Therefore, this complaint cannot be confirmed based on the customer sample and retain sample test results. Bd was unable to confirm the customer reported failure mode based on retain sample and customer sample testing results. Bd was not able to identify a root cause for the indicated failure mode. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the customer experienced blood splatter upon device retraction. The following information was provided by the initial reporter. The customer stated: new epicardial devices not at all practical, not hygienic, even dangerous, risk of exposure to blood ++ for the caregivers and the patient and his environment, because at each automatic retraction of the needle, blood squirts everywhere.